Manufacturer narrative:
Date of event: only the event year is known, 2019. Additional device product codes: hrs. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the inner part of the tube did not come out of the sterile tubes, which made it impossible to remove the screw. The issue occurred outside of the sterile field. There was a surgical delay of two (2) minutes. Another screw was used to complete the surgery. The surgery was completed successfully. No fragments were generated. Patient outcome was unknown. This report involves one (1) 2.4mm ti va locking screw stardrive 20mm sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.210.120ts, lot: 6l40759, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 13. Nov. 2019, expiry date: 01. Oct. 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part part: 04.210.120, lot: 17l0562, manufacturing site: monument, release to warehouse date: 16. Oct. 2019. Manufacturing location: monument manufacturing date: 03-oct-2019, part number: 04.210.120, 2.4mm ti va locking screw stardrive 20mm, lot number: 15l6007 (non-sterile), lot quantity: 218. Five pieces were scrapped in cell, final inspection, for surface finish discoloration. Production order traveler met all inspection acceptance criteria apart from the five pieces noted. Inspection sheet, in-process / inspect dimensional / final inspection met all inspection acceptance criteria apart from the five pieces noted. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿the inner part of the tube did not come out; impossible to remove the screw¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the va locking screw was received with the reported condition that the inner tube did not disengage from outer tube. The visual inspection confirmed that the inner cap with holder and screw is retained within the outer tube during disassembly, which prevent the screw from being removed and used. No further damage is visible. Summary: the visual inspection confirmed that the inner cap with holder and screw is retained within the outer tube during disassembly, which prevent the screw from being removed and used. This production lot (6l40759) was manufactured in november 2019 according to the specification. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Further investigation has shown that this production lot is part of a corrective and preventive action and part of a field safety notice. The root cause was identified during the performed CAPA evaluation (inadequately defined design of the inner tube & inner cap). All further investigations and actions will be documented within the CAPA and hence the in the investigation flow listed remaining investigation steps are not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.